Event description:
It was reported that the patient expired. The patient was originally scheduled for rv lead extraction due to oversensing on the rv channel. The oversensing was not reproducible. The extraction procedure was rescheduled due to unsatisfactory results of the pt/inr test. Pacing inhibition was noted in real-time egms. The lead electrical measurements were stable and in-range and the episodes that were recorded ended in a return to sinus after hv therapy. In one case, atp accelerated the patients vt rhythm. The last recording ends in what appeared to be an agonal rhythm following a return to sinus event. No further statement was provided regarding the cause of death.